Event description:
Customer called to report the insulin pump alarmed. Blood glucose reading was 271 mg/dl. The alarm occurred shortly after inserting a new battery. Explained that the insulin pump experienced an unexpected restart. Advised to monitor the insulin pump and to call if the issue recurs. Customer inquired about upgrading to the latest insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)